Event description:
Information was received from a patient (pt) regarding implantable neurostimulator (ins). Patient states one of their implant was removed due to complications as well as the leads. Pt stated the explant surgery was on (B)(6) 2024. Pt stated the hcp who did the surgery, was fired because they were not qualified to work on upper spine, and they did not put the leads back properly and leads were not side by side, but they were off by a lead and a half, and one of them went into the brain which was causing problems. Pt added they discovered that none of the work was done right on (B)(6) 2024 and pulled implant and lead out. Pt stated on (B)(6) 2024, they pulled out the leads and implant and replaced them with another manufacturer's ins. Agent documented information given, and it was unclear of when they surgery that went wrong was done, versus when the pt got the other manufacturer's ins. Agent updated patient registration services.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: 2024-04-29 product type lead product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 13-apr-2026, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(6), ubd: 14-feb-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported they do not have a managing hcp, and do not know the disposition of the explanted devices. The ins and lead dispositions are unknown. Event date noted as approximately 6-8weeks after implant. Problems with the lead implanted in their brain included when they turned their head, other parts of their ¿head¿ would move/shift (patient was unable to clarify, as they could ¿not describe it¿ but sounds like the patient was referring to their skin shifting over the lead). Patient noted the placement was incorrect and patient wasn¿t getting proper stimulation in their arms/hands because of the lead placed in their brain. Patient reported the hcp (dr. Cooley) placed the leads and ins wrong initially. The leads were not placed properly and there was existing scar tissue, and x rays showed the leads were not where they should have been placed, and repeated previous info about leads being ¿off.¿ and the original plan was to revise and use those existing mdt leads with a competitor battery, but because the leads were not properly placed initially, they decided not to be used with competitor ins and were explanted. The ins was placed wrong because it was implanted 30% ¿off degree.¿ agent asked, patient confirmed the ins was tilted, and they had communication connection and recharging issues due to this. The patient attributes the placement issues to the hcp and indicated they learned that hcp was not qualified to have performed their implant surgery. Patient noted they did not have any leads or implant issues or explant with their competitor device, only the mdt implant. Patient noted they have their ins from (B)(6) 2023 still, and did not elaborate or indicate any issues with the currently implanted ins. Patient indicated they have that ins and a competitor ins. Patient expressed disappointment at the hcps failure to correctly place the ins and leads, and noted their own confusion as they have had so many devices.